Event description:
It was reported that the customer passed away on (B)(6) 2024. Reportedly, the cause of death was determined to be natural causes; however, the reporter also alleged that the device may have contributed to the event. No additional information was provided. A review of pump data will be performed, and the results will be submitted in a supplemental report.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.